Event description:
It was reported that the pump touch screen was cracked and unresponsive. There was no adverse impact to the customer¿s blood glucose level. The customer will continue to use current pump or will revert to an alternate method in insulin therapy if needed.